Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-16297, 1627487-2013-16298. The patient complained of severe pain at her ipg site which persists whether stimulation is on or off. It was reported the site is sore to the touch, but there are no signs of infection. The patient also reported her system has not provided adequate pain relief in her back; however, the patient attributes a majority of her back pain to arthritis. Follow-up indicated the patient's system will be explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.